Event description:
It is reported that the device was implanted in 2002, and was explanted in 2008, due to the femoral stem loosening.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to a total hip revision due to a loose femoral stem. The devices were implanted for approximately 6.5 years. No product was returned for evaluation. Patient info such as bone quality, age, weight, and activity level were not provided. X-rays and/or photographs were not supplied for review. Based on provided information the cause can not be definitely determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.